Event description:
It was reported that the shipping tube was broke upon receipt. The outside box was a little damaged; however, inside the tubing was broke. There were no patient complications.

Manufacturer narrative:
One adherent clot catheter was received inside a broken and bent shipping tube. The evaluation included a visual examine, noting any abnormalities such as damaged, incorrect or missing components. The tip coils were visually inspected for indication of damage or abnormality and there was no damage found. The catheter was received in a broken and bent shipping tube. The tube is broken at the bond site, between the clear adaptor and the white tube. The shrink seals are still attached, one at the clear adaptor cap and the other around the IFU. The tube is also bent 30cm distal of the clear adaptor break site. When the catheter was pulled out of the tube, it was found to be kinked 3.5cm distal of the clear adaptor break site. Although there was no evidence of a manufacturing nonconformance found during the evaluation, an investigation has been opened to determine the root cause of shipping tube breaks and implement any necessary corrective actions. A device history review was completed and documented that the device met specification upon distribution.

Manufacturer narrative:
No evidence of a manufacturing nonconformance found during the evaluation. A review of the information indicates that the shipping tube broke during the transportation process. No actions will be taken at this time.